Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent micro endoscopic discectomy. Intra-op, endoscope showed unclear sight during use. There was a small crack in the endoscope and it might have caused the unclear sight but the cause of the event is unknown. There was no fragmentation of endoscope. No patient complications were reported.